Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were substantial reported evidence that supported the following case event. It was confirmed that patient had a type iiia endoleak along with sac growth. In addition, complete component separation was also noted. A secondary procedure was performed on (B)(6) 2017 with a suprarenal aortic extension to seal the leak. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal and the component separation of the main body and the cuff was the anterior aortic remodeling in combination with the suspected inadequate overlap at the implant. Procedure related harms and final disposition could not be ascertained due to lack of medical information surrounding the event. To date there has been no reports of further negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. In addition, the review of manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not returned and no evaluation was completed. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. A routine follow up showed aneurysm sac growth and a type 3a endoleak with component separation. On (B)(6) 2017 the physician elected to implant an additional suprarenal aortic extension to seal the endoleak. The current patient status is unknown. There have been no additional adverse events reported for this patient.